Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two hurricane rx dilation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloons were used during a papilla dilation procedure performed (B)(6) 2019. According to the complainant, during the procedure, the balloon was inflated; however, a pinhole was noticed at the proximal part of the balloon and the device was then removed from the patient. A second hurricane rx dilation balloon was then inserted and inflated; however, the same issue occurred. Reportedly, the device was also removed and the procedure was completed with another hurricane rx dilation balloon. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation results visual examination of the returned complaint device revealed the balloon did not show visual defects and looked normal. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole found at the proximal section. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the interaction with the scope. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two hurricane rx dilation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloons were used during a papilla dilation procedure performed (B)(6) 2019. According to the complainant, during the procedure, the balloon was inflated; however, a pinhole was noticed at the proximal part of the balloon and the device was then removed from the patient. A second hurricane rx dilation balloon was then inserted and inflated; however, the same issue occurred. Reportedly, the device was also removed and the procedure was completed with another hurricane rx dilation balloon. There have been no patient complications reported as a result of this event.